Manufacturer narrative:
Date initial report sent: 10/08/2009.

Event description:
Procedure: lap gastric bypass. According to the report: the gastro jejunostomy had uncontrolled bleeding postop, and the pt had to taken back to the or after a transfusion in the unit did not take care of the problem. During the re-op, the surgeon over sewed the entire anastomosis using a 2-0 silk on an sh needle. The bleeding has stopped. Blood loss 300cc.